Event description:
It was reported that informed by orthotech of damaged instrument. Spring is broken. Part of consigned set and in need of urgent replacement. Tray number unknown. In loan case washed and ready to be collected. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned. A photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the post was broke. The spring for the broken post was not showed in the photo. No other anomalies were noted. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be reopened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.